Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a type a dissection was noted in the ascending aorta. Subsequently, the procedure was converted to an open heart surgery and an ascending aortic replacement was performed along with the explant of the transcatheter valve and replacement with a surgical aortic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2024 ; explant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a type a dissection was noted in the ascending aorta. Subsequently, the procedure was converted to an open heart surgery and an ascending aortic replacement was performed along with the explant of the transcatheter valve and replacement with a surgical aortic valve. No additional adverse patient effects were reported. Additional information was received that the dissection was thought to be due to a paddle or crown after valve deployment. Per the physician, the delivery catheter system did not contribute to the dissection; however, the patient's steep bend in front of the valve ring might have contributed.

Manufacturer narrative:
Updated data: b5. Second paragraph added d. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2 b5 h1 h2 h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, after the valve was deployed, the patient went into cardiogenic shock. Transesophageal echocardiogram (tee) revealed a dissection in the aorta. It was noted that when the valve was deployed, the intima was peeled off at the point where the valve's outer diameter was the largest and where it came into contact with the aorta. As the valve was deployed on the great curvature side, the patient's intima wall was weak due to history of steroid use. Percutaneous cardiopulmonary support (pcps) insertion, thoracotomy and cardiopulmonary by pass were initiated. After the surgical valve replacement, the patient developed compartment syndrome and non-occlusive mesenteric ischemia (nomi) in the right leg. Subsequently the patient passed away 8 days later. The cause of death was due to cardiovascular events.